Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use of the device, there was a cuff issue. It was reported that the "inflator" balloon "selected" the probe. It was reported that the event occurred prior to use so there was no patient involvement.